Event description:
Philips rec'd info from the customer reporting they were performing a pt procedure on the CT system and reported that the radiologists recognized false high CT numbers in liver and cyst anatomy acquisitions. The radiologist determined the pt needed to be rescanned on a different CT system to verify pathology. There was no report of any mistreatment of a pt due to this issue.

Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).